Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the jagwire guidewire was removed from the common bile duct. The guidewire was then removed together with the non bsc contrast catheter and it was noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that it was fractured into two sections and the ptfe coating was peeled near the fracture site on both sections exposing the corewire. The complaint is not consistent with the return. The information provided by the customer stated the distal tip was detached exposing the tip of the metal corewire however the return found that the jacket (ptfe) was peeled. It is most probable that anatomical/procedural factors could have generated the jacket (ptfe) peeling. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the jagwire guidewire was removed from the common bile duct. The guidewire was then removed together with the non bsc contrast catheter and it was noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.